Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response to the attached pmcf study and captures 01 occurrence of occlusion in a zfv6-80-6-8.0 device in the study leg right (afs and popliteal artery). This file is related to the following complaints. Please see the individual complaint investigations for further details. (B)(4) - MDR-(B)(4) ¿ (B)(6) in-stent occlusion requiring intervention of study leg (right), (B)(4) - MDR-(B)(4) - (B)(6) in-stent occlusion requiring intervention of study leg (left). Device evaluation the device evaluation could not be completed as the zfv6-80-6-8.0 zilver flex device of c2006115 lot number or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: ifu0058 lists ¿restenosis of the stented artery¿ as a potential adverse event. ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. Occlusion is stated in (B)(4) technical content form for device labelling for zilver flex vascular zfv6-ifu0058. Instructions for use (ifu0058) also lists ¿worsening claudication/rest pain¿ as a potential adverse event. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the patients pre existing conditions/baseline characteristics. From section 4 ¿ baseline medical history (page 4 to 7), it is known that the patient's medical history included diabetes mellitus, peripheral arterial disease and the patient is a current smoker. These conditions can collectively contribute to stent occlusion in several ways. Diabetes mellitus and smoking both contribute to occlusion primarily through their effects on blood vessels. Both promote inflammation and accelerates the formation of atherosclerotic plaques which can narrow arteries and eventually lead to occlusion, reducing blood flow to various tissues. Peripheral arterial disease can cause similar issues in the peripheral vascular system, which can cause symptoms like leg pain during walking, indicating widespread vascular pathology that can affect the stented area. The combination of these factors significantly increases the risk of stent occlusion which subsequently led to the complaint reported. As previously noted, restenosis of a stented artery and worsening claudication/rest pain are listed as known potential adverse events within the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a pmcf study and captures 01 occurrence of occlusion in a zfv6-80-6-8.0 device in the study leg right (afs and popliteal artery). According to the initial reporter this occurrence led to the patient being admitted to the hospital. Intravenous heparin therapy was started the same day, intraarterial lysis therapy was started on (B)(6) 2025 and successfully completed the following day. Patient was discharged on (B)(6) 2025 without complications. Confirmed quantity of 01 x used device. Investigation findings conclude that possible root causes could be attributed to the patients pre existing conditions/baseline characteristics.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-nov-2025

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The site indicated the following: the patient presented showing claudication/pain after 300m walking distance, with worsening during the last few days. Dus again showed no-flow in the study leg right (afs and popliteal artery). Pt. Was admitted, intravenous heparin therapy was started the same day, intraarterial lysis therapy was started on (B)(6) 2025 and successfully completed the following day. Pt. Was discharged on (B)(6) 2025 without complications vascular occlusions requiring intervention on (B)(6) 2025 resoled (B)(6) 2025. Reintervention occurred on (B)(6) 2025. Patient remains in the clinical trial.